Event description:
It was reported that during a da vinci surgical procedure, a wire broke on the fenestrated bipolar forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. Failure analysis investigation also found indentations at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable, if to recur could cause or contribute to an adverse event.